Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
It was reported to philips that when the device was charged and discharged at 150j, a red x appeared in the rfu indicator. There was no patient involvement.